Event description:
It was reported that this patient presented to the emergency room (ER) due to experiencing a near-syncopal episode. The ER healthcare provider (hcp) contacted boston scientific technical services (ts) to request a review of the operation of this implanted cardiac resynchronization therapy defibrillator (crt-d) device. Ts explained to the hcp that there were two (2) stored ventricular arrhythmia events which coincided with the approximate time of the patients symptoms. In the first stored event, the crt-d device provided anti-tachycardia pacing (atp) therapy, which converted the ventricular tachycardia (vt). In the second stored event, the crt-d device again provided anti-tachycardia pacing (atp) therapy, which did not convert the vt and appeared to accelerate the rhythm into the ventricular fibrillation (vf) zone. A subsequent 26 joule shock was provided by the device, which converted the arrhythmia. The device remains in-service. No additional adverse patient effects were reported.